Event description:
During evaluation of a returned spectrum infusion pump, the device powered off without user input during testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to it powering off during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Service evaluation verified the device powering off. The cause was identified to be depressed pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.